Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). After a non-bsc guide wire crossed the lesion, a 2.50mm x 8mm apex¿ balloon catheter was advanced for dilatation. The balloon was first inflated at 10 atmospheres and second to the third inflation at 12 atmospheres. However, during the fourth inflation at 12 atmospheres for 40 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 2.5x10mm non-bsc balloon catheter. There were no patient complications nor damaged reported.